Event description:
It was reported that during hospitalization the pt suffered a stroke. The symptoms were treated with heparin, and resulted in prolonged hospitalization. The symptoms were considered not related to the deivces.